Manufacturer narrative:
Investigation: the trima accel set was returned for investigation. The set was confirmed to have been assembled correctly. Blood was present in the sample bag and adjacent tubing. The sample bag was quite full of blood and also contained a small volume of air. The white clamp adjacent to the sample bag was fully closed and was occluding the line, as was the adjacent blue clamp. It was not possible to squeeze air/blood from the bag into the donor tubing. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported air bubbles in the tubing line from the sample pouch to the donor. Perthe customer, all clamps had been applied and pre-procedure checks were done. There were no issues with loading the collection set. Patient information and patient outcome are not available at this time. Donor unit #(B)(6).

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Rdf analysis did not show a conclusive root cause for the reported air tracking from the sample bag to the donor. Analysis showed that the tubing set test occurred as expected with no signal anomalies noted. It is possible, though not conclusive, the white clamp on the sample bag line was not fully occluding the sample bag line when closed. If this occurred, it is possible for air to enter the sample bag during the tubing set test. The device history record was reviewed for this lot. There were no issues noted in the device history record that would have contributed to the air as experienced by the customer. Investigation is in progress. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer. Patient gender and weight were obtained from the run data files.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the investigator re-created the reported incident with an unused trima collection set. The investigators proceeded as instructed by the trima with no sample bag clamp skewed. After the tubing set test, the bag was noted to be flat, as expected. Following connection to a saline bag, the sample bag did have negligible air in it. The recreated saline test shows a bubble of air in the sample bag in similar size to the part evaluation sample bag with blood in it. This "bubble" appears to track towards the donor needle when the bag is hanging. Updated root cause: based on customer statements of the event, rdf analysis, and part evaluation compared to recreation in the lab, the air reported to be observed in the sample bag is due to the residual air in the sample bag and tubing lines prior to donor connection. The perception that the air is moving towards the donor at time of connection is a displacement of this residual air seen in the sample bag. This air is not pressurized upon donor connection. The system and disposable are operating as designed.

Event description:
This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the customer reported air in the line moving back from the sample pouch to the donor. The donor was connected, however the procedure was terminated before the ¿startdraw¿ button was pressed. Root cause: inspection of the returned collection set indicated that it was assembled correctly and all clamps fully occluded the tubing. Blood and a small amount of air were confirmed in the sample bag. No cause for the air moving back from the sample bag was identified in the set investigation. Signals in the run data file did not show a conclusive root cause for the reported air tracking from the sample bag to the donor. Analysis showed that the tubing set test occurred as expected with no signal anomalies noted. It is possible, though not conclusive, that the white clamp on the sample bag line was not fully occluding the sample bag line when closed. If this occurred, it is possible for air to enter the sample bag during the tubing set test. Possible causes include but are not limited to: user not following prompts to clamp the tubing, the white clamp on the sample line was partially open during the procedure, possibly allowing air to move from the sample bag to the return line. User not looking for and then expressing air from sample bag when system alarms for pressure test error alerts, clamp was engaged by user but the clamp was not fully occluding the sample bag line